Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was bent and visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the lead had unacceptable thresholds even after being repositioned multiple times. The lead was not used and another lead was implanted, however, that lead also had unacceptable threshold. The second lead remains in use. No patient complications have been reported as a result of this event.